Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary bench testing found an intermittent ventricular output when stress was put on the lead, causing the impedance to fluctuate. Further analysis determined this was the result of a misshapen ventricle multi beam connector, which was not making continuous contact with the lead.

Event description:
It was reported that there was high impedance. The lead was replaced. Several months later, there was high impedance on the new lead as measured through the device, but the lead tested ok separately. The device was explanted and replaced. No patient complications have been reported as a result of this event.